Event description:
The customer reported to beckman coulter (bec) that the differentials were voting out on controls run on their coulter hmx hematology analyzer with autoloader. The customer stated there was no impact to patient results because they crosschecked patient differentials and confirmed the manual differentials matched auto differentials. No erroneous results were generated or reported out of the laboratory and there was no change to patient treatment attributed to this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found micro bubbles in the erytholyse pump line and replaced the e-lyse pump to resolve this issue. The fse also replaced the s-lyse pump (pm12) as incidental service. Failure mode was attributed to the bubbles in the e-lyse pump line. (B)(4).